Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the very calcified mid right coronary artery. Two 3.00 x 16mm synergy ii drug-eluting stents were used for treatment. However, while trying to cross the lesion for both device, it was noted that the distal edges were lifted. The devices were removed and the procedure was completed with a different device. No patient complications were reported.